Event description:
It was reported that during a cryo ablation procedure, air bubbles were continuously pulled in through the sheath valve during aspiration. The sheath was replaced with resolve, and the case was completed with cryo. No patient complications have been reported as a result of this event.